Manufacturer narrative:
Age at time of event: (B)(6) years. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 50% stenotic, de novo lesion was located in the non-tortuous and moderately calcified protected left main artery. The physician advanced the 2.0x15mm apex balloon to the lesion and on the first inflation, inflated the balloon from 2atms to 10atms in fifteen seconds, and the balloon ruptured. The device was removed intact. The procedure was completed with another 2.0x15mm apex balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation: a pinhole leak was identified in the returned balloon. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was observed over the distal edge of the distal markerband. A detailed microscopic examination of the balloon material and distal markerband could not identify any anomalies which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 50% stenotic, de novo lesion was located in the non-tortuous and moderately calcified protected left main artery. The physician advanced the 2.0x15mm apex balloon to the lesion and on the first inflation, inflated the balloon from 2atms to 10atms in fifteen seconds, and the balloon ruptured. The device was removed intact. The procedure was completed with another 2.0x15mm apex balloon. No patient complications were reported and the patient's status is good.